Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein everything were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient could not charge the ipg. The patient will undergo an ipg revision.

Event description:
A report was received that the patient could not charge the ipg. The patient will undergo an ipg revision.